Event description:
It was reported that ten (10) small volume folfusors leaked from an unspecified location. The pumps emptied into their protective bag. The devices contained 5-fluorouracil. These were observed after being prepared in their protective bag prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 21-23, 2024. H11: the actual device was not available; however, four photographs of the sample were provided for evaluation. A visual inspection was performed which showed fluid inside the protective bag that contained the devices which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.